Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 544 mg/dl at the time of the incident. The customer reported fluid in the battery compartment and the home screen did not appear on the display. The customer did troubleshooting by drying out as much as possible, but the insulin pump lcd screen is totally blank. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.